Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged, and threshold measurements were elevated. The lv lead would not stay in the target site which was due to the patient¿s anatomy. The lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.